Manufacturer narrative:
Investigation results: at this time, conmed linvatec has received little info regarding this event. The manufacturer has undertaken a review of the manufacturing and lot release records for this product. Results of the mechanical product release tests (torsional and shear strength) done for the final devices in lot s0003588 exceeded manufacturer specs, and also dimensional measurements taken during production met specs.

Event description:
It was reported that during the post-operative period, the patient developed an infection associated with implantation of this bioabsorbable smartscrew. At this time, no additional details are available.